Event description:
It was reported that the patient underwent spinal surgery. During surgery, the tip of the straight holt probe broke off in the pedicle during pedicle prep. The tip was removed. Two other instruments in the set were used with some difficulty as the tip would bend, but it was confirmed the tips of the two probes did not break. No patient injury was reported.

Manufacturer narrative:
(B)(4): the probe was returned for evaluation. Visually confirmed probes are bent/broken at approx 22 mm from the end of the tip; with broken off portion of the tip missing and not returned for analysis. Microscopic examination of fracture revealed a fairly tortuous fracture surface with no indication of fatigue. The bent tips in multiple locations, as well as the nature and location of the fracture surface suggest failure due to bending stresses. A review of the device history records did not identify any applicable nonconformance to specification.